Event description:
It was reported that during the implant procedure, the patient's rv outflow tract ruptured and tamponade occurred, resulting in intervention. Less than one month post implant, the patient developed an infection.